Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the battery was no longer under the muscle and the ins site hurt. The implantable neurostimulator (ins) moved around. The patient went to the emergency room for this issue. No further complications were reported.